Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. Blood/body fluid was present in the distal conductor (not obstructed). Blood was present on the helix. Blood was visible in the sleeve head. It was noted the helix will not extend at this time due to the dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin is rotated.

Event description:
It was reported that during the implant procedure, the helix would not deploy. The device was not implanted. No patient complications have been reported as a result of this event.